Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failures were not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: forceps channel port had corrosion. Based on the results of the investigation, a probable root cause could not be identified for the reported failures. The probable root cause of the newly discovered failure also could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had scope communication errors e216 and b30 and displayed no image. The issue occurred during inspection for use. There were no reports of patient involvement.